Event description:
It was reported that two limbs detached from two filters. Reportedly, during the implant procedure, one filter did not open. As a result, a second filter was deployed. During the scheduled filter retrieval, both filters appeared to be fully open, but both were tilted. Also, two fractured limbs were identified on pre-removal imaging. The filters overlapped; therefore, it was not apparent that both filters were fractured until one was removed. The filters were removed without difficulty. One filter was missing an arm, and the other filter was missing a leg. The physician attempted to remove the detached limbs from the ivc, but was unsuccessful. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned for evaluation. The event investigation is currently underway. This event involves two devices implanted in the same patient. The event involving the alleged failure to open, malposition and detached filter limb. The event involving the second tilted filter with one detached limb is manufacturer report no 2020394-2010-00275.